Manufacturer narrative:
Corrected serial number of suspect device.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the infusion device was defective. No adverse event was reported. The alleged product is no longer under warranty and will not be returned for product evaluation.